Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. A different stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Blocks h7 (if remedial act init, type), h9 (correction/removal reporting #), and h11 were updated with the additional information received on december 19, 2025. Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific was able to confirm the reported event of stent failure to deploy. The device was returned for evaluation partially deployed, and this issue of stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. A kink was observed at the distal end of the braided polyimide. The distal tip presented a bulge with a circumferential buckle near the midpoint of the black section. The stent deployed slowly on its own, though not completely. Once deployment was achieved, the stent expanded normally. Based on the investigation and destructive testing, no definitive root cause was identified. Resistance during slider retraction and impaired slider-sheath motion were observed, but analysis revealed no sheath twist or manufacturing defect. Removal of the slider restored free sheath movement, suggesting a transient internal interference that could not be reproduced. Additionally, the observed kink in the inner sheath likely resulted from procedural facts, such as excessive force and/or manipulation of the sheath. Device technical analysis: an axios stent and electrocautery enhanced delivery system were received for analysis. Visual examination of the returned device found the stent partially deployed, the handle was in the second position, the distal flange was fully expanded, the distal end of braided polyimide was kinked, and the distal tip showed a bulge with circumferential buckle near midpoint of the black section. Functional inspection was performed by attempting to deploy the stent, and high resistance was encountered when retracting the slider. The slider could not be pulled to position 4. When pressure was released, the system relaxed enough for the slider to move slightly past position 2. The stent then deployed slowly on its own but did not fully deploy. After deployment, the stent expanded normally. The slider still could not be retracted, indicating internal deformation of the delivery system that caused interference and prevented relative motion between the slider-sheath and the inner component. Destructive test was made subsequently, and the sheath was not found to be twisted or damaged. Media inspection of the xray images was performed, and it was observed that the stent was shifted proximal to the sheath, and the distal end of braided polyimide was kinked. No other problems were noted with the stent and delivery system. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a review of the axios stent dfmea was completed and confirmed that the event of stent failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. A different stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted during a stent placement procedure performed on (B)(6) 2025. During the procedure, the axios stent did not deploy. A different stent was used to complete the procedure. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.